Manufacturer narrative:
The received device was inspected and no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level read high (>500 mg/dl). The patient experienced chest pain as well as high blood glucose levels. Once at the hospital the pod was removed and the patient was given manual injections of insulin. The patient applied a new pod once they had returned home from the hospital.